Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 2.2 was not closing. A field service engineer (fse) repaired the broken plunger spring to resolve the issue. Verified proper operation in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half-height cubie auxiliary drawer 2.2 would not close. The nurse reported that the issue occurred while medications were being removed. The medication was obtained from a different station, which resulted in an approximate delay of five minutes. Prior troubleshooting steps included rebooting the station and attempting to apply manual force to close the drawer; however, the drawer did not lock. The drawer was temporarily taped closed, but it was not securely fastened. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.